Manufacturer narrative:
Hw11552 was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. The reported damage to the outer sheath near the strain relief could not be confirmed since there was no supporting evidence provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the reported driveline outer sheath damage near the strain relief is excessive bending of the driveline near the strain relief. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This type of event would not likely cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the vad coordinator observed damage to outer sheath layer of the driveline cable with no visible damage to inner sheath layer at 2-inch section closest to strain relief. The event was not associated with any controller alarms. The site performed a driveline sheath repair with no reported consequences or impact to the patient. No further information is available.